Event description:
It was reported, the patient was being seen by their healthcare provider (hcp) to have the stimulator reprogrammed. The patient was recently implanted and the incision was "minimal," but there was still swelling. On program 1, the hcp was not able to adjust stimulation past 1.0v. The ¿upper limit¿ icon was seen. Stimulation was felt in the patient¿s back with program 2 at 1.7v. It was noted that the patient felt a ¿pulsation¿ in the incision pocket while on program 3. Finally, on program 4, the patient felt stimulation in the sacral area. It was noted that the hcp was to set up another appointment when the manufacturer representative and patient could meet. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va0aqkr, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).